Event description:
13 year old female pt, diagnosis focal glommerulosclerosis in transplanted kidney, had been receiving column therapy alternately with plasma exchange. The treatment on 7/15/1998 was the pt's 92nd column treatment. Prior to the 90th column treatment on 6/5/1998, the pt had a large lunch and was pre-medicated with benedryl by mouth. After approximately 700 ml of treated plasma, the pt presented facial flushing and a large emesis. The return of plasma was paused for 10 minutes then resumed without further incident. Prior to the 92nd treatment, the pt was pre-medicated with benedryl by mouth. A second dose of bendryl was administered to the pt 31 minutes into the procedure. After approximately 74 minutes (250 to 300 ml of returned treated plasma), the pt presented chest tightness and slightly cyanotic lips. No wheezing was evident and the pt refused oxygen. The pt's condition resolved itself within 10 minutes after treatment aborted.